Event description:
It was reported that a revision surgery was performed since the periloc l-d femoral plate has broken.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. The lab analysis concluded, due to the size of the plate, the fracture surface was unable to be evaluated using the sem. From the analyses conducted during this investigation, the exact cause of the reported failure was not able to be determined. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the part revealed no prior complaints for the listed batch. The clinical/medical team concluded, no clinical relevant information has been provided to perform a thorough analysis of this issue. Based on the lab analysis of the explanted component, the root cause of the plate breakage could not be determined. No further clinical assessment of this case is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.